Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The cause of the discharged battery pack was defective cells within the battery pack. As received, the battery pack had an output voltage of 2 volts and would not recharge. The root cause of the battery not charging properly was faulty cells within the battery pack. The root cause of the faulty cells appears to be random component failure. No adverse event resulted from the defective battery pack.

Event description:
A review of svc data detected a reportable event. During servicing, battery (B)(4) was found to have one or more defective cells. The last pt to use this battery did not report any deficiencies.